Manufacturer narrative:
The caller stated that her son had a pressure injury, but roho, inc. Has not seen medical records to confirm this. The cushion was not returned to roho, inc., so an evaluation could not be performed. Roho, inc. Attempted to contact the customer for additional investigation twice by phone, and sent a letter, with no response. If additional information is provided, a follow-up report will be submitted.

Event description:
The end user's mother called and stated the following: her son was hospitalized in (B)(6) 2020 and the hospital ordered him a roho mosaic cushion on (B)(6) 2020. Her son used the cushion when he got home, but she noticed it was deflated after a couple of hours. She was able to patch the cushion with the provided repair kit. A couple of days later, the cushion was deflated again. Since sitting on a different cushion, her son's pressure sore has gotten worse. Nurses came to their house. They measured the wound and said it has gotten 2 inches wider and 3 inches longer.